Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The device was received with a cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 122mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.